Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a050502 captures the reportable event of bands were misfired in an unintended location. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing had no bands attached. The suture was broken, possibly it was cut at the time of removing the device. The handle slot had the trip wire inserted. The ligator teeth and the suture hole of the ligator housing were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the returned ligator housing and handle were in good condition. Perhaps the technique used, or the patient'' anatomical conditions could have contributed to the reported events; however, there is not enough objective evidence to determine that these problems occur due to a device problem. Therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the cardia; however, per the speedband superview super 7 multiple band ligator instructions for use, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.".

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardia during an endoscopic cardia reduction procedure performed on (B)(6) 2023. During the procedure, when the handle was rotated, some bands would not deploy. When the handle was rotated again, some bands deployed in an unintentional location. It was reported that there were some bands deployed in the patient's varix. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the cardia; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardia during an endoscopic cardia reduction procedure performed on (B)(6) 2023. During the procedure, when the handle was rotated, some bands would not deploy. When the handle was rotated again, some bands deployed in an unintentional location. It was reported that there were some bands deployed in the patient's varix. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the cardia; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a050502 captures the reportable event of bands were misfired in an unintended location.